Event description:
It was reported that the patient experienced shortness of breath while walking their dog, which was attributed to the device "not working properly." Upon returning home, the patient lost consciousness; however, emergency medical services (ems) were not contacted at that time. Two days later, a neighbor observed the patient to be short of breath and unconscious while seated outside in their walker. The neighbor assisted the patient back inside the home and contacted ems. During their assessment, ems personnel noted an issue with the device's battery upon startup. After removing and reinserting the battery, the device was confirmed to be functioning. On the following day, the patient was found deceased in their bathroom, having fallen while still connected to a stationary oxygen therapy device.

Manufacturer narrative:
As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.